Event description:
Medics attempted to use the device on a patient diagnosed in cardiac arrest. When an automated ECG analysis was attempted, the device allegedly displayed a 'service mandatory' warning message and use of the device was inhibited. After approximately 5 to 7 minutes, a backup defibrillator was made available and used to treat the patient. One shock was administered. The patient was not resuscitated. The operator indicated the reported problem did not adversely affect the patient's outcome. This opinion was based on an assessment of the patient's condition.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be a depleted/worn out battery.